Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pt was discharged to rehabilitation (B)(6) 2014. The pt developed a fever, with increased while blood cell count on (B)(6) 2014. Per vad coordinator, a driveline infection was noted on the rvad driveline. The pt was readmitted to (B)(6). Plan for rvad explant on (B)(6) 2014. Additional info received that the pt was taken to operating room (B)(6) 2014. No pump exchange done. Rvad driveline sites debrided and packed with vancomycin gauze rvad failing flash test. The vad coordinator started that this had been ongoing for approx 2 months. No visible fibrin in the pump, and no significant changes with increase to drive pressure or vacuum while on dual drive console. Additional info received by the vad coordinator on (B)(6) 2014 that the pt was made dnr last week and no further surgeries per the pt/family wishes. The pt expired (B)(6) 2014.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.